Manufacturer narrative:
In the previous report section h10 was incorrect. The correct h10 should be - the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged dark particles in the device, nasal congestion, sore throat, dry cough, difficulty breathing, headache. There was no report of patient harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of little unknown white and black contamination (dust like), small hairs at the air input of the blower box, unknown brown, red and black contaminants, and a potential black and silver hair inside the humidifier box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. Using the pil supplied power supply the manufacturer confirmed that the humidifier heating plate and heater tube heats properly. The manufacturer concludes the contaminates found were inconsistent with little unknown white and black contamination (dust like), small hairs at the air input of the blower box, unknown brown, red and black contaminants, and a potential black and silver hair inside the humidifier box. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,d10,g3,h6 has been updated/corrected. In this report, section g3 has been updated.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged dark particles in the device, nasal congestion, sore throat, dry cough, difficulty breathing, headache. There was no report of patient harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of little unknown white and black contamination (dust like), small hairs at the air input of the blower box, unknown brown, red and black contaminants, and a potential black and silver hair inside the humidifier box. The manufacturer could not confirm sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. Using the pil supplied power supply the manufacturer confirmed that the humidifier heating plate and heater tube heats properly. The manufacturer concludes the contaminates found were inconsistent with little unknown white and black contamination (dust like), small hairs at the air input of the blower box, unknown brown, red and black contaminants, and a potential black and silver hair inside the humidifier box. The manufacturer did not confirmed the presence of sound abatement foam degradation due to insect contamination. Section d9, d10, g3, h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058